Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding actions taken to resolve the issue, there were no plans yet. The issue/motor stalls was not resolved; however, the symptom remained stable after medication adjustment. The pump remains implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine (concentration: 10.0 mg/ml, dose rate: 10.07 mg/day) via an implantable pump. It was reported that the patient experienced more pain and nausea. The patient heard their pump alarm since (B)(6) 2021.  The pump was interrogated on (B)(6) 2021.  As per the logs the following occurred: (B)(6) 2021 6:47 am - non-critical alarm - low reservoir alarm,  (B)(6) 2021 2:43 am - critical alarm, pump motor stall occurred,  (B)(6) 2021 11:58 am - pump motor stall recovery,  (B)(6) 2021 4:46 am -  critical alarm, pump motor stall occurred,  (B)(6) 2021 8:59 am - pump motor stall recovery,  (B)(6) 2021 2:55pm - critical alarm, pump motor stall occurred, (B)(6) 2021 8:38 am - pump motor stall recovery,  (B)(6) 2021 3:10 pm - critical alarm, pump motor stall occurred,  (B)(6) 2021 7:25 am - pump motor stall recovery,  (B)(6) 2021 10:25 am - critical alarm, pump motor stall occurred,  (B)(6) 2021 12:32 am - pump motor stall recovery,  (B)(6) 2021 1:00 am - critical alarm, pump motor stall occurred,  (B)(6) 2021 6:94 am - pump motor stall recovery, and (B)(6) 2021 8:19 am - critical alarm, pump motor stall occurred,. The report showed estimated replacement by 2023. The patient was administered with morphine via IV and im. The infusion mode was changed from simple continuous 10.07 mg/day to minimum rate 0.062 mg/day. The patient was then sent to the intensive care unit (ICU) for monitoring symptom. System replacement was planned but there was no exact schedule.  The issue was not resolved as of 2021-aug-31.  Environmental/external/patient factors that may have led or contributed to the issue were unknown; the patient had no accidents or falls.  The patient's weight was unknown.

Manufacturer narrative:
B5 correction: the initial report indicated "(B)(6) 2021 6:94 am - pump motor stall recovery" and should instead indicate "(B)(6) 2021 6:49 am - pump motor stall recovery". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the planned pump replacement, there was no exact schedule for the replacement surgery. The physician decided to adjust medication and observe for symptoms. The symptom was stable after medication adjustment. The pump remained implanted. Additional information was received via a company representative on 2021-sep-09. The cause of the stalls was unknown. An MRI (magnetic resonance imaging) scan was planned to occur (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the reason for the planned MRI, it was noted that they only had the information about the appointment date for the MRI but the reason for the MRI was unknown. Pump replacement was still awaiting the physician¿s decision. If the pump is replaced, it was to be returned to the manufacturer for analysis.

Manufacturer narrative:
H6 correction: the method code b18 was not previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2021-nov-01. It was reported that the pump was explanted but was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.